Event description:
Pacemaker placed on (B)(6) 2024 in the presence of manufacture's device team ((B)(6) with (B)(6) and (B)(4) with barostim). Device was sutured into place as explained by the IFU and device team per md. On (B)(6) 2025, patient returned to clinic with complaint of discomfort to neck related to the device. Chest x-ray performed which resulted "right chest wall stimulator device and lead appears fragmented and discontinuous in the right supraclavicular region". Patient was returned to surgery on (B)(6) 2025 to remove device. Device was sent to pathology.